Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 477 mg/dl. Patient's other blood glucose value was 330 mg/dl unknown. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as nausea and short of breath . The customer was treated with manual injection and insulin pump. The device is expected to be returned for analysis.